Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010. On (B)(6) 2011, it was reported that the ipg is loose in the pocket and moves around a lot. It is not causing pain and the patient has stimulation. There are no immediate plans for surgical intervention at this time.